Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that during use on a patient (age & gender unknown), the device was intermittently experiencing occlusion and apnea alarms. No patient harm was reported.